Manufacturer narrative:
(B)(4). The date of the initial event was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. The day after being released from the hospital, for an unrelated medical condition, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal fortum (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Five days after the receipt of the initial report, the patient was discharged from the hospital. At the time of this report, the patient remained on antibiotic therapy and was recovering. No additional information is available.